Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient blood glucose results were 136 mg/dl, 142 mg/dl, 180 mg/dl, and 219 mg/dl. Tests were done within 20 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.